Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v427154, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v427154, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
Information was received from the consumer about a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had parkinson's for 10 years and the deep brain stimulator (dbs) for 5 years. They were in the process of changing the patient's medication. The patient was having hallucinations and hearing voices. They started cutting her medication two weeks prior to report because the doctor felt she was taking too much. As a result of cutting the medication amantadine the patient was now having dyskinesia. They were thrashing about and their hands were moving. Troubleshooting included trying to adjust the dbs to compensate for the dyskinesia. They changed the settings from 2.0 volts to 1.7 volts on the morning of report. The patient's hallucinations started in september and the dyskinesia started in october.